Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was some metal interference that was causing issues. The manufacturer representative stated that moving the endoscope monitor back improved navigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. The site had difficulty navigating suctions during a procedure. The issue was most prevalent while in the sinus. Technical services ensured with the site that the articulating arm was positioned correctly to avoid metal interference, the emitter was repositioned, remove/add the instrument back to the procedure, switched ports on the emitter box, and checked the emitter details in the software. A poor signal error was received under the instrument port connected to the suction. The site tried another suction, but received the same error. A new instrument tracker and patient tracker were opened to restart registration. The second registration metric was 1.8mm and the instruments tracked normally. After entering the sinus, the instrument had poor signal again. It was noted that moving the equipment further away from the emitter improved performance. The scans used were reported to be to protocol. The site did not have another system available. The procedure was completed without the use of imaging or navigation. The reported issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome.